Event description:
It was reported that the pt experienced seizures. Initially after implantation, the stimulation was too strong and was turned down. The (B)(6) after the implant, the pt experienced small seizures and slurred speech so the device was turned off. The pt was seen by a neurologist on an unk date in (B)(6) 2011 and the device was reprogrammed. The reprogramming helped initially, but (B)(6) days later, the pt had more seizures. The device was turned off. The pt underwent another session of reprogramming with similar results. The device was again turned off. The pt had a seizure during an eval with a physician while the device was off. A CT scan was negative for bleeding or other issues. The pt continued to have seizures and was prescribed clonazepam, which lessened the seizures but has not resolved them. The pt was to have another follow up to discuss long term options. Add'l info from the pt's physician was requested.

Manufacturer narrative:
(B)(4).